Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection did not reveal any abnormalities. The connection point was verified and was found to be within specifications. The reported condition was not confirmed. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility's pharmacist reported to baxter (B)(4) that a plexitron gravity administration solution set was disconnecting from the patient's access point because it would not screw securely. This occurred during use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There was no additional information.